Manufacturer narrative:
Since the implant remains in the patient, no determinations as to the cause of the breakage can be made. Globus will file a supplemental report when the revision surgery is completed. Additional product codes for this implant are: mnh, nkb, mni, kwp.

Event description:
It was reported a study patient has broken revere rods. A revision will be required, but no date has been set.